Event description:
It was reported that the device did not pass an insulation test.

Manufacturer narrative:
This is an additional device that was received with the original complaint. Additional information will be provided once the investigation has been completed.